Event description:
It was reported during a normal end of life ipg replacement on (B)(6) 2023 the physician accidently cut the lead wires. The case was abandoned, and surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.